Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 years and 2 months post implant of this 21mm bioprosthetic aortic valve, a transcatheter valve was implanted valve-in-valve. It was reported that 5 years earlier, the patient had endocarditis, and after that severe regurgitation and a 90mmhg peak gradient were present. The replacement procedure went well, and no additional adverse patient effects were reported.